Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 10.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported during a follow up, oversensing was observed on the ventricular channel. Insulation defect was suspected and confirmed. The pace/sense portion of the lead was capped and replaced. Electrical values were good. The patient condition is stable.